Manufacturer narrative:
(B)(4). The complaint for system error se 2267 (fluid and air in set) occurred during fill 6/8 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Label review was not performed no user error was suspected. A trend review of global pd disposable complaint data showed no trigger for complaints related to system error 2267. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The sample availability is unknown. Lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2267 occurred on home choice (hc) during use during fill 6 of 8 . The baxter technical representative (tsr) explained the alarm and had the care giver(cg), close clamps then cycle power to clear both se 2267 and se 2367. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.